Manufacturer narrative:
The return included a custom pgbpa attached to a crown with a fractured hex. The hex segment was returned for examination but did not show signs of overtorqueing. The abutment appears to be milled maintaining the platform needed for seat onto the implant. It is not clear if the fracture is a result of excessive forces applied to the prosthesis during use. Since no details were provided on patient habits and the conditions under which the abutment fractured, the disposition could not be determined.

Event description:
Hex sheared fractured on the abutment.